Event description:
Additional information was received that surgery occurred to explant and replace the leads and ipg, which resolved the issue.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information, but it could not be obtained.

Event description:
Related manufacturers reference numbers: 1627487-2020-02758. 1627487-2020-02759. It was reported that the patient's leads migrated, and the patient experienced ineffective therapy. Consequently, the patient stopped maintaining and charging the ipg against recommendation, and the ipg became inoperable. As a result, surgery may occur to address the issue.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.